Event description:
This complaint is now reportable based on analysis completed on 06/11/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a calcified and severely tortuous left circumflex artery. The 2.75x32mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to fourth rows with struts slightly raised. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the compliant incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present with the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).